Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 240 units and the insulin gauge displayed 140 units. The customer was unable to provide any further information regarding the fill estimate issue and reported no impact to the customer's blood glucose due to the event.